Event description:
In (B)(6) 2006, I underwent breast augmentation with submuscular mentor smooth saline implants. I had breast pain between 2006 and 2009, but I wrote it off as normal with implants. In (B)(6) 2009, I went to the dr for the first time for sciatica. It was the beginning of a nightmare of a journey. As the years progressed, the sciatica has become debilitating enough that I have to periodically use a walker for mobility. Additionally, more symptoms keep showing up, including joint pain and swelling, extreme pain and inflammation of the breasts, food intolerance, and digestive / bowel distress. I have been formerly diagnosed with crohn's disease and generally diagnosed with inflammatory arthritis of the spine and joints (I stopped pursuing specific diagnosis for the inflammation after my crohn's diagnosis). Please note I was a completely healthy athlete in 2006 when I underwent implantation and I have no family history of any of these conditions. I plan to explant in (B)(6) 2020. I assume you are aware that plastic microvascular surgeon that do full and proper en bloc procedures are few and far between, and as such, they are now all scheduling out from 6 months to a year because so many women are sick from their implants. I will certainly be reporting back after undergoing explant. FDA safety report ID# (B)(4).